Event description:
Attending surgeon advised that a patient experienced "wound breakdown", including infection. Patient was returned to surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.